Event description:
It was reported that following a motorcycle accident, the impedance measurements with the pacemaker and this right atrial (ra) epicardial electrode showed greater than 3000 ohms. Subsequently the physician opted to replace the pacemaker system with a new transvenous implantable cardioverter defibrillator (ICD). The pacemaker was explanted and this epicardial lead surgically abandoned. The new system yielded good impedance measurements. No additional adverse effects have been reported.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).